Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. The customer replaced the gas delivery system (gds) and the problem was corrected.

Event description:
The customer reported that the unit can't go on standby mode. It was reported that there was no patient involvement.